Event description:
In 2009, the lay patient contacted lifescan (lfs) alleging that one touch ultra smart meter displayed the apply sample message. The complaint was classified based on the customer care advocate (cca) documentation. The patient said the product issue first started in 2009. The patient said she took her usual dose of insulin at 7:45 am; the insulin type and dose were not provided. She claimed that she felt dizzy and had a low blood sugar at about 6 days later during her doctor's appointment. She reported a result of 64 mg/dl was obtained on the doctor/clinic meter at 9:45 am in the same day, and she treated herself with oral glucose. The cca noted that the patient's testing technique was correct and the sample drew into the test area of the test strip. The cca walked the patient through retesting with a new vial of test strips and the issue was not resolved. The patient's products were replaced. This complaint is reported because the patient alleges that the lfs product displays the apply sample message. She claimed she was unable to test her blood glucose and adjust her insulin dose. She said she took her usual dose of insulin and afterward experienced symptoms and a low blood glucose reading at her doctor's office, which she self-treated with oral glucose.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.